Event description:
It was reported by the customer that a pyxis medstation es system station was frozen. Customer stated that there was a delay in patient care workflow and unable to get the medication from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was frozen. A technical support specialist performed the maintenance to fix the reported issue. The system functioned as intended after technical support specialist troubleshooted the device.